Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited oversensing noise resulting inappropriate mode switch episodes. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.